Event description:
It was reported that during a gastric sleeve procedure, black reload misfired. Staples did not form on the specimen side. Staples formed on the patient side; case completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Intra-operative photographs were received. Based on the photographic evidence of the subject ecr60t cartridge firing, the event description can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.